Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery (lad). After pre-dilation was performed with a 3.2 x 12 non-bsc balloon catheter, a 3.50 x 12 synergy drug-eluting stent was advanced with a non-bsc guide extension catheter but after several attempts, the device failed to cross the lesion and it was noted the stent edge was lifted. The procedure was completed with a 3.5x12 non-bsc stent. No patient complications were reported and the patient's status was good.